Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the stimulator was unable to pace from any channel, but emergency pacing was still functional. All connections were checked and the system passed the self-test, however, no stimulation or impedance was able to be performed. The channel boxes were checked and the system was rebooted in the correct sequence with no resolution. The procedure was unable to be completed due to this issue.